Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs). During the procedure, the physician placed four penumbra coil 400s (pc400s) and six pod coils in the target vessel using a lantern delivery microcatheter (lantern) and a non-penumbra microcatheter. While advancing a new pod pc in the lantern, the physician experienced resistance and the pod pc would not advance; therefore, it was removed. The procedure was completed using additional penumbra coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The proximity marker was wrinkled approximately 74.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and was undamaged. The outer diameter (od) was measured at the pusher assembly proximity marker and the measurement was approximately 0.025¿. During functional analysis, after straightening the folded proximity marker, the pod pc was able to advance through its introducer sheath and the demonstration lantern without any issue. Conclusions: evaluation of the returned pod pc revealed that the proximity marker on the pusher assembly was wrinkled. If the proximity marker was wrinkled, it may increase the outer diameter (od) of the pusher assembly. The larger od may have contributed to the reported difficulty advancing the device out of its introducer sheath. The root cause of the damaged proximity marker could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 -the investigation findings do not lead to a clear conclusion about the cause of the damaged proximity marker.